Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On december 5, 2025, it was reported that an 82-year-old man had his impella device removed earlier that day due to continued bleeding from the vascular insertion site. Following device placement the previous day, brief bleeding occurred until the access site was angle-matched and the perclose suture was tightened by the physician. Later that evening, recurrent bleeding developed after aggressive patient movement of the affected leg. Troubleshooting measures, including application of manual pressure and dressing changes, were attempted; however, bleeding recurred. The clinical team elected to remove the impella device. No additional clinical information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Corrected information has been provided in d4. Patient-device interaction problem /major bleed: the root cause of the access site adverse event was user related as the bleeding was by angle-matching and tightening perclose and reoccurred after patient movement.

Manufacturer narrative:
Device information was updated. H6 codes was updated from a24 to a01.